Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was returned for evaluation. The sample was received in used conditions without its original packaging. The returned sample was visually inspected at a distance of 12 inches to 16 inches and normal conditions of illumination. No discrepancies were observed. Functional testing performed and revealed the returned sample was inflated using a syringe and was submerged under water in order to detect any leak. A leak was observed from the cuff, the complaint was confirmed. The most probable root cause is that the cuff was damaged after it left the facility due to the product is 100% leak tested. No corrective action is required as there is no information to suggest that the product become damaged during manufacture since product is 100% leak tested. D5 is patient/consumer. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that air leakage was found prior to use during testing. No patient injury was reported.